Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was showing onscreen error. Review of system error log files revealed malfunctioning frontal image processing (ip) pc, where ippc failed to store the images and also had hdd issues. The fse installed new image processing pc and hard drive. Software was reloaded. Post repair work, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and device problem code were corrected.

Event description:
It was reported to philips that the image processing computer (ippc) failed to store the images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the image processing computer (ippc) hard drive needs replaced.